Event description:
A retroactive review of pt flag files in the lifevest network identified a monitor reset following a treatment on (B)(6) 2013. The pt's doctor reported that the pt may have been treated on (B)(6) 2013 and subsequently delivered an inappropriate treatment at approximately 10:01:55. The ECG recording shows that prior to the treatment the signal was motion artifact. The motion artifact contributed to the false detection. The monitor reset following the treatment. Per review of the pt flags, the response buttons were not pressed prior to the treatment event. The pt was in the hospital following the event and continued use of the lifevest.

Manufacturer narrative:
There was no death associated with the inappropriate defibrillation. There is no info to suggest the pt sustained a serious injury. The pt continued to use the lifevest. Device evaluation summary: device evaluation of monitor sn (B)(4) was accomplished through a review the monitor downloaded data. After the event on (B)(6) 2013, the pt continued to use monitor sn (B)(4) with no further issues for more than a year. No complaint was initially generated as zoll, at that time, was unaware of the reset following the treatment. An investigation into monitors exhibiting the same issue found that the root cause for the reset is noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review request for a design change to address this issue was submitted to FDA on 01/20/2015. No adverse event resulted from the pulse reset. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.